Event description:
It was reported that pump experienced malfunction with malfunction code 16 and customer confirmed no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer used backup insulin pump to maintain insulin delivery, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.